Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgery on unknown date during which the ipg was not placed into surgery mode. After the surgery, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.